Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy, but they were working with the physician or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2014.

Event description:
It was reported that the patient was dissatisfied with the implant. It was noted that the stimulation amperage changed for no identifiable reason and that it was ¿sudden and unbearable.¿ it was noted that the patient was not using the product at the time of the report. It was noted that ¿limitations of programs made the patient feel that it was not the solution for his pain management.¿ it was noted that the patient wanted the device removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's stimulation was covering his pain, but the pain was "bleeding" through the stimulation. It was that an impedance check was performed and all connections were good. It was noted that the patient's rate was changed from 40 to 80 and he thought it was "more comfortable." It was noted the patient liked the option to be able to change the tingling sensation. It was noted that the patient saw 2 physicians saw him separately for his issue of the "bleed through."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that "bleeding" meant the patient was getting tingling where he had pain but still felt the pain. It was noted that the system was doing what it was supposed to do to cover the pain. It was noted that the patient was giving him the option to change the rate to make the pain not feel as intense.